Event description:
The following was reported to hamilton medical ag: turn on the machine, the screen is black,and the alarm kept ringing. Replace mainboard,the problem solved.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: failure effect: device alarms with high priority alarm tf 231032: tagd_expiration valve disconnected. Ventilation cannot start. Root cause: defective mainboard. Correction: replacement of the mainboard.